Event description:
Reporter states the end user was not used to the type of wheel lock installed in the chair and instead of pulling the wheel lock into the lock position end user pushed the wheel lock which caused the chair to move during the transfer and end user fell to the ground fracturing leg possibly at the knee area.